Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the mid left anterior descending artery. A 5.50mm x 8mm nc emerge balloon catheter was advanced but failed to cross the lesion. However, during procedure, it was noted that the balloon was torn. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. Microscopic inspection revealed tip damage. There was a longitudinal tear starting 2mm from the proximal end of the balloon and 18mm long. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the mid left anterior descending artery. A 5.50mm x 8mm nc emerge balloon catheter was advanced but failed to cross the lesion. However, during procedure, it was noted that the balloon was torn. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable.